Event description:
It was reported that this left ventricular (lv) lead had dislodged and was repositioned by the physician. The lead remains in service. No additional adverse patient effects were reported.